Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering observed that the conductor wire was damaged on the outer wire sleeve cover, which likely caused the cautery issue experienced by the customer. Engineering also found burnt and melted materials at the yaw pulley and conductor wire cover, indicating that an arcing event occurred. No other damage was found.

Event description:
It was reported that during a da vinci s surgical procedure the permanent cautery spatula instrument would only cauterize in short sessions. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. The customer reported malfunction does not itself constitute a FDA reportable event, however, engineering discovered evidence that an arcing event occurred during internal evaluation of the instrument.